Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found that an arthroscopic image that shows the electrode's metal tip eroded by the half and fell off. The suction port is also eroded on its edge. A manufacturing investigation was started. Manufacturing investigation result for vapr tripolar 90 suction elect: from the image the active tip failure mode would appear to be consistent with an issue that has been escalated to a CAPA. The device tip does looks in a used condition with the active tip edges and suction holes appearing worn. From the complaint image alone we have been unable to determine an exact cause of the failure, excessive force being applied to the distal tip during use could be factor as detailed in CAPA, however without the physical complaint device to evaluate we are unable to confirm any sings of misuse/excessive force i.e. Bent shaft which could indicate a clinical load being applied to the active tip which is higher than specified in the clinical model. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue.¿ based on the investigation findings, a potential cause cannot be established since the physical device was not returned for evaluation. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device u2409003 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4 h4: the device expiration date, complete UDI and date of manufacture are unknown at this time.

Event description:
It was reported that during a shoulder repair procedure the vapr tripolar 90 suction elect device, metallic part of the tripolar, was lost in the patient's shoulder. It was reported that fragments were generated and the patient was sent for a second surgery to remove the broken piece. It was not reported whether there were any delays in the procedure. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.